Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that, the customer had high blood glucose of 406 mg/dl. Customer stated that they got a no delivery during a bolus and then got a motor error. Treated with bolus once replacing the set. The drive support cap appears normal. Customer was able to complete pump rewind. Performed displacement test which was passed. Motor error alarm did not recur. Customer advised that at this time displacement test and manual prime were successful and motor alarm did not recur. Customer advised to monitor the pump and call back if alarm recurs. The insulin pump will not be returned for analysis.